Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraine/ headache") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) -2016, the patient experienced anaemia ("anemia"). On (B)(6) -2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved, the migraine was resolving and the dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: plaintiff fact sheet and medical records received. Events added from pfs- dyspareunia (painful sexual intercourse), anemia. Outcome of event vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, pelvic pain, abdominal pain were updated. Onset date of event dysmenorrhoea was updated. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and migraine ("migraine/ headache"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporters information updated. This case upgrade from device other event to incident. . Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia), migraines / headaches, dysmenorrhea (cramping),pain:pelvic , abdominal . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.